Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all patients and orders are not crossing over. A technical support specialist (tss) identified that all.net services were not running, which was impacting message processing. Then the tss restarted all.net services along with the bd external messaging service. The tss performed a downtime query which confirmed that messages were processing current again. Further validation in server showed that all stations were out of critical override, indicating restoration of normal communication and order flow. Customer subsequently verified that patients and orders were now displaying correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all machines were inaccessible due to error messages stating, "patient data may not be current" and "order interface problem." The customer confirmed that new patients and orders were not appearing on the devices. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.